Event description:
Customer reported altitude alarm on the pump, which prompted an insulin suspension. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to clean the speaker holes and attempt to resume insulin delivery with a new cartridge; however, the alarm persisted. Consequently, a replacement pump and cartridge were sent, and the customer was guided on using an alternate insulin therapy and given instructions for the return process of the faulty pump.